Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis and high blood glucose levels of 571 mg/dl. The customer said that she was driving to work when she felt funny. The customer also mentioned that abdominal wall infection and cellulitis insulin infection were causes of hospitalization. The customer was not wearing the pump at the time of the emergency room visit. The customer was treated with an insulin drip as a back up plan. The customer stated that there were no issues with the insulin pump. Nothing further reported.